Manufacturer narrative:
H3, h6: it was reported that, during an artificial dialysis procedure, an opsite flexifix gentle applied over the puncture site peeled off and caused excessive bleeding, the total amount of lost blood was of about three liters. It is unknown if the product peeled by itself or if it was done by the patient. At the time of this report, the patient remained unconscious. Further information is unknown and unavailable. The samples were not returned for analysis. We have therefore not been able to confirm a relationship between the event and the sample, or identify a definitive root cause. A probable root cause for this complaint cannot be determined, due to the absence of specific information relating to the adverse event, nor has the actual product involved been identified or returned for analysis. Possible contributory factors could be that the device was not suitable for the wound type, or that the frequency of dressing change / wound management was not adequate in the circumstances. A review of historical records concluded that there are no prior escalated actions related to this product family and the reported event. A risk management review was conducted and which mitigated the reported issue a recent review of complaints for opsite flexifix gentle between (B)(6) 2019 to (B)(6) 2023 confirms that there are no other occurrences of the anticipated failure and harm for ¿excessive bleeding¿ therefore, confirming the probability rating is ¿a ¿ improbable¿ this is considered as acceptable (no impact to the risk file ratings).with no further action or updates required. A lot number for the device was not provided, therefore it was not possible to carry out a device history review. However, there is no supporting evidence, provided or available, to suggest a device deficiency, or that the device failed to meet specifications, at the time of manufacture. No further actions by smith & nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal reference number (B)(4).

Event description:
It was reported that, during an artificial dialysis procedure, an opsite flexifix gentle applied over the puncture site peeled off and caused excessive bleeding, the total amount of lost blood was of about three liters. It is unknown if the product peeled by itself or if it was done by the patient. At the time of this report, the patient remained unconscious. Further information is unknown and unavailable.